Manufacturer narrative:
Block h6 imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted in the bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, the black inner sheath separated from the outer sheath. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.